Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair that when the deployment knob was depressed to deploy t1, t2 implant fell off from the inserter needle with t1. Both implants were removed from the body. The operation was completed with a back-up device. There was a ten minute delay in the operation. No patient injury was reported.

Manufacturer narrative:
Evaluation narrative - one fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device showed both ts and suture are free from the needle. The actuator is in its pre t2 deployment position indicating a deployment of t1 and pre-deployment of t2. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. (B)(4).